Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection was performed on the sensor patch and no issues were observed. The sensor plug was properly seated in the mount. Data was extracted from the sensor using approved software and the sensor was found to be in state 5 (indicating normal termination). An error code was observed (likely indicating a poor connection between the plug contacts and the printed circuit board assembly) and there was no watermark at the base of the tail (indicating that the sensor was never inserted). A cracked sensor neck was observed upon visual inspection of the plug assembly. No malfunction or product deficiency was identified, therefore this complaint is not confirmed to tail not properly inserted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message the same day he applied the adc freestyle libre 2 sensor. Customer was unable to obtain readings and as a result, experienced hypoglycemia and was unable to self-treat, requiring treatment of water and sugar by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted.all pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "replace sensor" message the same day he applied the adc freestyle libre 2 sensor. Customer was unable to obtain readings and as a result, experienced hypoglycemia and was unable to self-treat, requiring treatment of water and sugar by a third-party. There was no report of death or permanent impairment associated with this event.